Event description:
During a CABG procedure, 7.0 bv 175-6 ethicon prolene suture ref # 8735 kept breaking. Breakage was happening at the swag, as well as any where along the suture, while surgeon trying to tie knots. All sutures with lot # qabcqu, expiration 12/31/2024 removed from operating room 1. Operating room 2, suture cart and down in cs. Ethicon rep informed and will collect suture from operating room. FDA safety report ID# (B)(4)